Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed 36 other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "bard 4fr single lumen PICC line leaking from the threads at the luer-lock hub of the catheter, making it unusable, leading to repeat procedures to replace the device. Has been noticed 3 separate times with the same lot." This report addresses the first device.